Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the missing ke45. Based on the results of the investigation, it is likely the following led to the malfunction: the large gap on the pink probe was due to the missing adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited missing ke45 forceps cover and a large gap on the pink probe. There was no patient involvement.